Event description:
International affiliate reports that during the insertion of the first screw of the construct, the surgeon noticed some metallic debris and decided to change the screw intra-operatively. Affiliate reports that the surgeon did use the drill with the alignment tool first/prior to insertion of the screw. Reports patient was not harmed and there was no delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 16mm skyline variable screw was returned for evaluation. Visual inspection revealed some of the anodized portions of the screw head and outer edge of the treads, starting towards the bottom and reaching to the screw head, was scrapped off. Additionally, a burr was found midway down the screw on the outer edge of the threads. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the skyline screw was conducted on the device family based on a similar geometric design and functionality. This analysis found no emerging trends. A root cause for this complaint cannot be determined using the sample and information provided. A potential root cause may be an aggressive insertion angle. The surgical technique guide for skyline notes that variable skyline screws can pivot 10° in all directions from a neutral angle. If the screw was pivoted beyond 10°, it may have allowed the screw threads and head to come in contact with the bushing and/or plate surface during tightening, causing the screw to become damaged. No corrective and preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device. No systemic trend exists. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.